Event description:
Medtronic received information that two ped2 pipelines failed to open in the distal section. The doctor tried to deploy both the pipeline devices proximal to anterior choroidal artery but the distal end of the device did not open. Tried all the different recommended maneuvers but nothing helped. Both devices had the same issue but then doctor switched to a competitor product and it was deployed successfully. The pipelines were not positioned in bends. More than 50% of the pipelines had been deployed when it failed to open. The pipelines was resheathed less than or equal to 2 times. No additional steps were taken to open the pipelines. The pipelines were resheathed and removed from the patient with the microcatheter. Thre devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruputured, saccualr aneurysm in the cavernous segment of the internal carotud artery (ica). The aneurysm max diameter was 6mm and the neck diameter was 5mm. The distal landing zone was 4mm and the proximal landing zone was 4.8mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported. Ancillary devices: midway 43 gudie catheter, phenom 27 160 cm catheter lot 229010402.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened outer carton and inner pouch. The pipeline flex shield device was returned within the phenom 27 catheter. ¿damage location details: the pushwire was returned extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex shield device could not be pushed out from the catheter due to resistance. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.